Manufacturer narrative:
Based on the information provided, isi has not determined the root causes for the post-operative complication experienced by the patient. Isi has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. In addition, the endowrist stapler 45 instrument has not been returned for evaluation. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's system logs with a procedure date of (B)(6) 2015 revealed that no related system errors were found to have occurred during the surgical procedure that would have likely caused or contributed to the patient's intra-operative injury. The system logs reveal that the endowrist stapler 45 instrument successfully clamped and fired one time using a green stapler 45 reload. The system logs also show that the site used the endowrist stapler 45 instrument during a subsequent da vinci surgical procedure with no reported instrument issues. This complaint is being reported due to the following conclusion: after completion of a da vinci esophagectomy procedure, the patient underwent open surgery to repair a staple-line leak that was identified on post-operative day 10 or 11. However, at this time, the cause of the post-operative complication is unknown. There were no reports of an issue with the endowrist stapler 45 instrument during the initial surgical procedure.

Event description:
It was reported that after completion of a da vinci-assisted esophagectomy procedure, the staple line allegedly unraveled on post-operative day 10 or 11 and fluid began to escape. The patient underwent a second surgical procedure that was not robotic. On (B)(6) 2015, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained additional information regarding the reported event. The csr was present during the surgical procedure. According to the csr, the first half of the surgical procedure was performed via open surgery in order for the surgeon to perform dissection of the patient's stomach. A non-isi stapler was instrument was used during the open surgery. The second half the surgical procedure was performed with the da vinci surgical system. The surgical procedure was completed with no reports of a malfunction of the da vinci system, instruments, or accessories. On post-operative day 7, the patient was reportedly doing fine and was able to swallow. On post-operative day 10 or 11, a staple-line leak was identified. The patient underwent open surgery in order to repair the leak. During the open surgery, the surgeon determined that the staple-line leak was found in a location where the isi stapler instrument was used. The surgeon used the isi stapler instrument along the stomach and esophageal stump. The csr did not know the patient's current status.